Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "the patient had allergic reaction around wound. In this time patient reacted to several wound dressings. Patient got a rash on the whole body, was therefore sent to the dermatology clinic for clarification. Firstly stopped using the product, but then used it once again. Underwent allergic test concerning all used wound dressings."